Event description:
N/a.

Manufacturer narrative:
DHR - there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed that could potentially lead to ¿inhomogeneous/uneven collagen layer.¿ failure analysis - the failure is unconfirmed as product has not been returned. Root cause - it is difficult to pinpoint the exact root cause of the inhomogeneous collagen layer/uneven layer as no anomalies were observed when performing the DHR review. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) , director of regulatory programs, office of product evaluation and quality and (B)(4) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The idrt was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed that could potentially lead to ¿inhomogeneous/uneven collagen layer.¿ failure analysis - the failure is confirmed in that there appears to be missing collagen in the layers. Root cause - it is difficult to determine if the layer was indeed non homogenous. Idrt is supplied in a buffer solution. Once the package is opened and not applied, the matrix dries out and curls up. Due to this, no additional root cause was identified.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that after the idrt was removed from the pouch, the surgeon noticed that the layer of collagen was not homogeneus ( thinner than usual like if it was flattened and it wasn¿t homogeneous in thickness). The product was removed from the stock in the operating room and another product with the same lot number was used. No patient contact / injury reported and the event did not lead to surgical delay.